Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a speaker malfunction occurred. It is unknown if the speaker emits sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Event description:
It was reported that a speaker malfunction occurred. It is unknown if the speaker emits sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The customer was advised to return the device to bench repair. As of 31oct2024, this device has not been received by the philips authorized repair facility for evaluation. The customer was provided the information to return the device to bench repair, however, it is at the customer discretion to return the device. As of 31oct2024, there is no evidence that the device has been returned. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined.